Event description:
It was reported to philips that after a series of tests, the defibrillator marks "contact fault" but on the pallet there is "good contact". There was no patient involvement.

Manufacturer narrative:
The customer was put in contact with a philips authorized service personnel (asp). The customer informed the asp that this was a user error, the a bad lead was chosen. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.